Manufacturer narrative:
Pump error 38 occurred during rewind. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to pump error 38 alarm. Pump failed rewind test due to pump error 38 alarm. Pump passed active current test and self test. Successfully downloaded history files and traces successfully using thump. Pump error 38 alarm was confirmed due to a corroded home switch and moisture damage on the motor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on the pcba 1, pcba 2, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Cracked case - corner of belt clip rails, battery tube threads - cracked, label damage (stained). Pump did not passed all testing due to pump error 38 alarm. Pump error 38 alarm was confirmed due to a corroded home switch and moisture damage on the motor. Pump failed rewind test due to a corroded home switch and moisture damage on the motor. Unexpected battery power loss was confirmed due to moisture damage on the pcba 1 and pcba 2. Pump failed sleep current test due to moisture damage on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) and stated pump was not exposed to a high magnetic field. Troubleshooting was performed. The customer was able to clear the alarm(s) and was able to rewind the pump. The customer was assisted with performing a displacement test and the test was not passed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.